Event description:
Healthcare professional reported a fractured catheter. Patient had major spine fusion and catheter was in the way so it was replaced at the end of the fusion procedure. The catheter was revised and the spinal segment was replaced and not primed. It was noted there were no adverse effects and no event. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
Patient programmer model# 8840 serial# unk. Catheter model# 8598a serial# (B)(4) implanted: (B)(6) 2009 explanted: unk. Catheter model# 8596sc serial# (B)(4) implanted: (B)(6) 2009 explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).